Event description:
New information reported that the device would not be sent back. At a follow-up a year ago, the device was near to eri, so the physician suspected the device had reached elective battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient had recently been exposed to radiotherapy. No additional information was reported.